Event description:
It was reported that, during a pump replacement, the proximal catheter end was filled with a ¿yellowish-white substance¿. An occlusion occurred in the proximal segment. The catheter was replaced. It was unknown if the patient experienced symptoms related to the event. The patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that the patient did not experience any symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8703w, lot# l69615, implanted: (B)(6) 1999, product type: catheter. (B)(4).